Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the time of stapling on a rectosigmoidectomy, the doctor failed to fire because the safety catch was broken, prevented the stapler from closing. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection that the instrument noted that the safety feature was broken. The staple guide pockets were damaged, the staple guide retainer legs were bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the time of stapling on a rectosigmoidectomy, the doctor failed to fire because the safety catch was broken, prevented the stapler from closing. They changed the stapler to complete the procedure. There was no patient injury.